Event description:
It was reported that during an unknown procedure, the device could not be fired. It did not staple or cut. Because there was no similar device for backup, the procedure was converted to open.

Manufacturer narrative:
Date sent: 06/03/2008. Information anticipated, but unavailable at this time.